Event description:
Info received indicates there was a pt in the bed with the pt positioning monitor (ppm) set and there was a pt fall. Allegedly the ppm had shut itself off.

Manufacturer narrative:
The account could not locate the bed for the service tech to investigate and no serial number was documented. The facility did not release info regarding the pt fall.